Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received no delivery alarm. The customer's blood glucose was unknown the time of incident. The customer stated that they had no delivery alarm during bolus and got insulin flow blocked alarms. The customer stated that during bolus with the pump and disconnect from infusion set. The customer was unable to push insulin right out with no pressure and insulin flow blocked alarm. The pump will be returned for analysis.